Event description:
It was reported that during a cholecystectomy procedure, when the device was set on the abdominal wall, air leaked from the reducer. The same event also occurred in the second device. The procedure was completed under the gasless laparoscopy as the trocar could not be used. There were no adverse consequences to the patient. The sales rep confirmed the ring parts around the reducer seal was cracked in each device.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.